Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was returned in a flattened deflated state. The balloon had been subjected to positive pressure. Three blades were present on the balloon surface but blade damage was noted. A segment of the first blade was lifted at both ends -1 mm segment lifted at proximal flex point and 0.5 mm lifted at distal flex point. No issues noted with the pad of this blade. There were area of lift throughout both the second and third blades. No issues noted with the pads of either blade. A visual and tactile examination found no issues with the hypotube of this device. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, dilation was performed approximately 10 times at a maximum of 12atm but the lesion could not be dilated. The wolverine was advanced again after performing atherectomy with a non-boston scientific device but it was noted that a blade had peeled in the mid section,15mm from the flex point and the device was removed. There were no device fragments left inside the patient. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, dilation was performed approximately 10 times at a maximum of 12atm but the lesion could not be dilated. The wolverine was advanced again after performing atherectomy with a non-boston scientific device but it was noted that a blade had peeled in the mid section,15mm from the flex point and the device was removed. There were no device fragments left inside the patient. The procedure was completed with another of the same device. There was no patient injury.